Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip, air ingression was observed from hemostasis valve of steerable guide catheter (sgc). Air embolism was formed in the blood vessel. Hypotension and elevation in st segment was observed along with myocardial infraction. Medication was administered to control hypotension and st elevation. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported myocardial infarction (mi), non specific EKG/ECG (elevation in st segment) changes, and hypotension were cascading effects of the air embolism. Air embolism, myocardial infarction (mi), non specific EKG/ECG changes, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the pericardiocentesis was performed. The reported medication required was a result of case specific circumstance as medication was administered to control hypotension and st elevation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.